Event description:
Patient reported, that their current aligners have caused chronic and recurring severe pain. And tissue injury to their gums, the inside of their lips and cheeks. Patient provided letter from dentist.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.